Event description:
Customer reported unexpected positive (1+) reactions with gammaclone anti-a, b blood grouping reagent when testing a donor sample.

Manufacturer narrative:
The reactivity of retention products anti-a, anti-b, and anti-a,b was confirmed by testing the reagent antisera with reagent red blood cells and seven in-house donors of known abo types. Controls performed as expected. The retention products exhibited no reactivity with group o reagent red blood cells or group o donors. Retention products performed as expected. The customer returned one opened vial of anti-a,b blood grouping reagent and donor segments for evaluation. The returned anti-a,b reagent was tested with seven in-house donors of known abo types. Controls and returned product performed as expected. Hemagglutination testing was performed with a washed cell suspension from a donor segment using the returned anti-a,b, and retention products (anti-a, anti-b, and anti-a,b). The sample exhibited weak reactivity with returned and retention anti-a,b reagents, and no reactivity with the anti-a or anti-b reagents. No product deficiencies were identified. Product performed as expected. The event appears to be sample related.